Event description:
Reported as "infected." No further info on this pt or device is available.

Manufacturer narrative:
Primary finding of device analysis revealed no device failure, no anomaly found. Response to follow-up letter regarding infection info has not been received as of the date of this report.